Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the return sample shows the product was received in a lens case in a zip lock bag. The product is inspected by a qualified inspector using a microscope with a 12x magnification, no anomalies were found. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (model zct600, +5.0 diopter) was explanted from the patient¿s left eye because the lens did not sit well in the eye. A lens from a different manufacturer was used as a replacement. Additional information was received, and it was learnt that lens was implanted and explanted on the same day but in two different surgery centers. No other medical or surgical intervention was required. The patient was reported doing good. No further information was provided.